Event description:
After cardiovascular surgery, pt noted pain right back/mid shoulder blade area. Upon insepction found small orange sized red area with half dollar sized blister with skin peeled off. Burn resulted from contact with hypo/hyperthermia temperature management system.